Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced unintended abdominal stimulation. The sjm rep confirmed lead placement. The pt has had several reprogramming sessions and was satisfied with the coverage. The pt will f/u with an sjm rep if further reprogramming is needed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to explant the patient's therapy system.